Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va36nz9); product type: 0200-lead; implant date (B)(6) 2025; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that their ins had not worked since they had it and had not helped at all with their symptoms. The patient stated that they tried reaching out to a local manufacturer representative (rep) but were unable to reach anyone (no rep was notified but there were attempts to try to reach out to a rep). The patient stated that the ins was reprogrammed several times and the patient also maximized the programs on their ins, but the ins would still not work to help with their symptoms. The patient stated that their implanting doctor eventually gave up and referred them to a a different doctor. The doctor they were referred to, did an x-ray on the patient and found out that one of the leads migrated and the patient stated that was probably why the implant site would hurt when they sat. The patient also stated that at one time, they felt their body vibrating for a few moments. The patient was then referred to another doctor to assist with their ins. The patient stated they were referred to a different doctor, but they could only meet with the doctor by (B)(6), and they were hoping they could get this resolved sooner. The patient was frustrated during the call. The patient wanted to know if they could turn the ins off. The agent reviewed. The agent sent an email to the field for visibility. A rep replied later the same day that they would call the patient.